Event description:
Complainant alleged that during biomed testing the device had a blank display with a green dot. Complanant indicated that there was no patient involvement in the reported malfunction.